Event description:
During a laparoscopic gastric sleeve procedure, the surgeon used an ethicon echelon 60 flex powered plus articulating endoscopic linear cutter on initial use without any difficulties with three reloads and uses, however when the device was reloaded on the 4th use, the stapler was inserted into the loader and the staples did not appear to settle in as prior re-load and did not fire. Device taken off the field and replaced with same type with no further issues.